Manufacturer narrative:
Concomitant medical products: 555445 lead, implanted (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness/dizziness, which was caused by loss of capture and oversensing on the right ventricular (rv) lead. The lead was also noted with a polarity switch due to low impedance and high outputs. The lead was temporary reprogrammed, then later capped and replaced. Additionally, the implantable pulse generator (ipg) device exhibited faster than expected battery depletion. The device was explanted and replaced. No further patient complications have been reported as a result of this event.